Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a family member/friend of the patient that they and the patient had gone to the health care physician (hcp) office multiple times for reprogramming but the patient ¿can¿t stop peeing.¿ they reported the patient felt stimulation at the ins site on program 3 and they switched to program 4 where they also felt stimulation at the ins site. The patient then switched to program 4 at 5.0 and they felt stimulation in the bicycle seat area. The patient stated the device had not worked ¿most of the time,¿ but that it had been worse the last couple of weeks. There were no further complications reported.